Event description:
Seal around ring not closing all the way. This can contribute to a leak and surgical site complication.

Event description:
Seal around ring not closing all the way. This can contribute to a leak and surgical site complication.